Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had transfer guard anomaly and needle break. Customer's blood glucose at time of incident was 87 mg/dl. The customer stated that after filling her reservoir when changing it out, it was very difficult to remove the blue transfer guard from the reservoir. Customer stated that eventually with enough force she was able to remove the blue transfer guard but it cause the needle to break inside the reservoir. The customer agreed to return reservoir back for analysis. The customer was advised that we are sending 2 replacement reservoirs.

Manufacturer narrative:
Evaluated one opened/used reservoir, performed visual inspection and failed per inspection due to snap-cap detached from reservoir's barrel. The snap-cap attached to transfer guard. Performed visual inspection to needle and needle is not broken.